Event description:
It was reported to philips that the front case and rear panel were damaged due to an attempt of prying on the front panel. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.